Event description:
On (B)(6), 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated the handle fell off the device due to cracked handle retaining ring with broken pieces. According to the information provided by getinge technician this event did not occur during surgery, no one was injured or harmed. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of the event reoccurence.

Manufacturer narrative:
The initial reporter was biomed. E1b event site name: (B)(6).. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 17th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated the handle fell off the device due to cracked handle retaining ring with broken pieces. According to the information provided by getinge technician this event did not occur during surgery, no one was injured or harmed. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of the event reoccurrence. Corrected b5 describe event and problem: on 17th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated the handle fell off the device due to cracked handle retaining ring with broken and missing pieces. According to the information provided by getinge technician this event did not occur during surgery, no one was injured or harmed. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of the event reoccurrence. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated the handle fell off the device due to cracked handle retaining ring with broken and missing pieces. According to the information provided by getinge technician this event did not occur during surgery, no one was injured or harmed. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of the event reoccurrence. Based on an information gathered, defective parts were replaced and the device is back in usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was not discovered during medical treatment or diagnosis. A root cause analysis for the issue of missing handle¿s adapter was performed by the manufacturer¿s subject matter experts (sme) and according to their analysis: the results of the torque and tensile tests (report re10-127) shows that the handle can withstand a load of 100 n and comply with the iec standard 60601-2-41 ed 2. The separation of the devon handle was caused by a deterioration of the fixing holes, tearing the threads, due to excessive loads (> 100 n) applied on the handle. To prevent any incident the powerled user manual mentions : ¿check the light heads for chipped paint, impact marks and any other damages¿. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 17th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated the handle fell off the device due to cracked handle retaining ring with broken and missing pieces. According to the information provided by getinge technician this event did not occur during surgery, no one was injured or harmed. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of the event reoccurrence.